Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20mg/dl. Low bg cause was not known. Customer¿went to the emergency room and was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. The customer was released same day, (B)(6) 2025. Recommendation was made to consult with a healthcare provider to discuss diabetes management.